Event description:
It was reported that left hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed. A review of the complaint history review was performed using the part number for a 40/52mm r3 liner hemi head in search of complaints involving dislocation throughout the lifetime of the product. Similar complaints have been identified and this failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. It is unknown if the fretting of the femoral head against the stem and/or pelvis asymmetry and the anteversion of the acetabulum noted on x-ray led to accelerated wear and metal debris. The reported pain, elevated ions and intraoperative findings of black material, fluid formation and partial tear of the iliopsoas may be consistent with findings associated with metal debris. However, the root cause of the metal debris and partial tear of the iliopsoas cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.